Event description:
Surgical face masks being used by hospital personnel during covid-19 crisis-the ear loops are breaking. These are not n95 face masks.

Event description:
Surgical face masks being used by hospital personnel during covid-19 crisis-the ear loops are breaking. These are not n95 face masks. There are a few defective masks being reported at this time. No lot number was provided. I am not certain that the lot number was noted at the time of the report. This has been an on-going concern for several months. A previous report was submitted earlier this year and the defective masks were sent to the manufacturer. The samples of masks that I was given have been saved and are available for return.